Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10 below.

Event description:
No additional info.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd undisclosed IV infusion set may leaked during infusion. The following information was provided by the initial reporter: ¿when going to flush patients IV, rn noticed liquid dripping out from bottom of pump creating a small puddle on the floor. Rn disconnected pumping channel from the brain and liquid had dripped inside in between the channel and brain. Switched out both for new pump, sent both for repair/investigation.